Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2010. The patient post-treatment follow-up form @18 months was received and indicates "prescribed eye drops for 3 consecutive or have had surgery because the physician said that you have high pressure or glaucoma inside the eye". Additional information has been requested but not yet received. If any additional information is obtained a supplement medwatch form will be submitted. This claim is for the left eye. See MFR report #2023826-2012-00402 for the other eye.

Manufacturer narrative:
The patient post-treatment follow-up form at 24 months was received with the comment "night driving is difficult due to halos in vision around dim lighting". (B)(4).

Manufacturer narrative:
Halos. Method - medical review. Results: halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched therefore patients who have halos before the surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unablated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Halos may also be perceived more due to the increased clarity of vision. However, the effective optical corneal zones (eocz) of the icls have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. This condition is considered trivial and temporary. (B)(4).

Manufacturer narrative:
Additional information was received on the 48 month study form from the patient that states "halos-night vision seems bad and overall vison seems to be slipping". (B)(4).

Manufacturer narrative:
A data clarification form was received from the optometrist, that confirmed the patient's complaint of halos at night and provided the following; date of last visit (B)(6) 2013, doctor indicated adverse event was related to the device due to lpi, causing night time glare from the surgery, night time vision is impaired-need to consider a contact lens (tinted to decrease glare from lpi and there were no other ocular surgeries. Post op va 20/30. (B)(4).

Manufacturer narrative:
Method: medical review. Results: the patient reported that she was experiencing subjective visual disturbances/ difficulties("halos") during night driving following icl implantation in 2010. According to the dcr, dated on (B)(6) 2014, reported symptoms were attributed to a procedure( laser peripheral iridotomy) but indication and the date of the intervention were not provided. The patient was advised to consider tinted contact lens to decrease glare from lpis. Lens remains implanted and va was 20/30 .it is known that lpi, regardless of indication can cause visual aberrations that include glare, halos, crescents, ghosting, and shadows. Lpi is generally recommended for patients with narrow angles, narrow angle glaucoma, or acute angle closure glaucoma. When lpi is used in patients with narrow angles, it is considered to be a prophylactic procedure that prevents these patients from developing acute angle closure glaucoma. When lpi is used in the treatment of patients who already have acute angle closure glaucoma, it is used to help lower the pressure as well as to prevent another attack of angle closure glaucoma. It should be noted that patient reported in 2012 that she was medically or surgically treated for elevated iop but no details were obtained from the doctor at that time despite multiple attempts. Given all this information it is very likely that either patient related factor( anatomy issue such as narrow angle) and/or procedure related factors( overestimation of a lens size, lpi) have caused all reported events including visual disturbances(dysphotopsia). (B)(4).

Manufacturer narrative:
(B)(4).method: lens work order search.results:a lens work order search was peformed and there were no similar complaints found within the work order. (B)(4).